Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Manufacturer narrative:
8 syringes impacted from an unknown lot. See section c for additional information.

Event description:
When did it occur? : before use. Hypodermic needle injury: no. Were the returned items used? : no. Returned quantity: 9. Details: one unit was broken. When the air was released, the solution came out from 8 units. Additional information: one syringe with crack, other 8 syringes with foreign liquid coming out. I am not quite sure ¿when¿ the liquid came out. (Prior to aspirate insulin or after filling the syringe with insulin).